Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting - presence of liquid was found on the back of the equipment between the source and the battery, however not inside the device. The device was cleaned and the issue was solved. The ventilator passed all functional and safety tests and was delivered to the user in working condition. According to the technician, the liquid had consistency of parenteral nutrition and most likely it fall into the equipment, while the feeding of the patient. Provided photos confirm reported issue. The cause of this issue has been established as accidental damage and was related with liquid presence on the device.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. Moreover, the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref.(B)(4).